Event description:
It was reported that a sitter select alarm model 8361 has no alarm or alarm tone, it does power on and lights come on. No pt injury reported.

Manufacturer narrative:
Evaluation: results: (other) - the rj11 jack pin # 3 is bent, and the unit has evidence of damage, intermittent alarm.